Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was part of a system revision due to infection and erosion. The patient presented to the hospital with persistent fever, pulmonary emboli, and rapid unintentional weight loss. It was also reported that the patient had culture (B)(6) endocarditis. The physician treated the patient with antibiotics. There were no additional adverse patient effects reported. The rv lead was explanted.